Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had their previous implantable neurostimulator (ins) on 24/7, but states with her new ins, she has it on for 5-6 hours and then the ins becomes 'very warm¿. The patient would have to put turn off the ins or put ice on it and it would take 2-3 hours before the pocket returned to normal. It was noted that the patient was receiving adequate therapy, they had low settings, was using 0 and 2 for active electrodes, the impedance for the electrodes were 493 ohms, and the patient was not using adaptive stimulation. The rep later reported that the patient chose to continue to monitor the situation and possibly consider cycling at the next appointment scheduled for (B)(6) 2018. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pocket getting warm was not determined. The issue was reported to be resolved. No further complications were reported.